Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a device history record (DHR) review was conducted: part: 292.620s. Lot: 68p8301. Manufacturing site: balsthal. Release to warehouse date: 08. Oct 2020. A manufacturing record evaluation was performed for the finished device 292.620s lot number 68p8301 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2021, the patient underwent a procedure, in which two (2)1.25mm guide wires and a 2.7mm cannulated drill bit were used. During the procedure, the patient's bone was drilled with a guide wire and surgeon proceeded to drill with a 2.7mm cannulated drill bit through the guide wire. But the guide wire got stuck inside the drill bit and was fractured. Same happened with the second guide wire, as it also got stuck inside the drill and could not be removed from the drill. The drill can no longer be used in another surgery and the two guides are damaged. The surgery continued normally and no guide wire fragment remained embedded in the patient. The surgery was successful. The patient was not affected. This report is for (1) 1.25mm threaded guide wire 150mm. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1. D7a: unknown.

Manufacturer narrative:
(B)(4). Additional product code hty. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an unknown procedure. During the procedure, the guide pin got fractured and stuck inside the drill. The second guide remains inside the cannulated drill bit(2.7). Also, 1.25 guide pin remains stuck within the drill and cannot be removed. There were two 1.25 guide wires and a 2.7mm cannulated drill bit are involved. Surgery continues normally and no fragment of the guide is embedded in the patient. The surgery is successful. The patient was not affected. This complaint involves two (2) devices. This report is for (1) 1.25mm threaded guide wire w/thread-tip w/trocar l1. This is report 1 of 1 (B)(4).